Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was initially reported that "needle guide sheaths were faulty." Additional information was received on 04/05/2019 which noted that the introducer appeared to have changed form while in the breast. No injury reported.